Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported an increase to the threshold associated to the subject lead. A reintervention was performed to re-position the lead. During the attempt to reposition it, the helix would not release from the cardiac muscle when more than 20 counter-clockwise rotations were applied to the lead. The physician indicated that with a stylet inserted, the body showed some twisting movement, but it felt that torque was not being efficiently transmitted to the helix. The physician pulled the lead, and felt that the lead tip was suddenly removed from the cardiac muscle. Under enlarged fluoroscopy, the helix was apparently absent from the lead tip. The lead removed, and this condition was, reportedly, confirmed. Another lead was subsequently implanted to replace this one. With regards to the detached helix, the physician decided to monitor the patient.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported an increase to the threshold associated to the subject lead. A reintervention was performed to re-position the lead. During the attempt to reposition it, the helix would not release from the cardiac muscle when more than 20 counter-clockwise rotations were applied to the lead. The physician indicated that with a stylet inserted, the body showed some twisting movement, but it felt that torque was not being efficiently transmitted to the helix. The physician pulled the lead, and felt that the lead tip was suddenly removed from the cardiac muscle. Under enlarged fluoroscopy, the helix was apparently absent from the lead tip. The lead removed, and this condition was, reportedly, confirmed. Another lead was subsequently implanted to replace this one. With regards to the detached helix, the physician decided to monitor the patient.